Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
Consumer stated a tampon unraveled during removal. She sought medical assistance next day to ensure all of the pieces removed. During subsequent follow ups, she reported experiencing vaginal irritation, swelling, pain and discharge. She had an appointment with gynecologist on (B)(6) 2018. We have not been able to reach her since her appointment. This is all the information we have at this time.

Manufacturer narrative:
(B)(4).

Event description:
On august 21, 2018 the consumer's mother returned our call. She stated her daughter (the consumer) saw the gynecologist (gyn) on (B)(6) 2018 to confirm no pieces of the tampon were remaining. Consumer reported she was fine, no further follow ups are tasked.